Event description:
Revision surgery due to pt pain 1 month post op. We were informed on (B)(6) 2012 only.

Manufacturer narrative:
Document review: versafitcup double mobility acetabular shell - (B)(4) / lot 111516 (45 shells produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. Thirty-six cups belonging to this lot have been already implanted and no incidents have been reported up to now. It was reported that the acetabular cup was too large and reaming was insufficient and that macro structures were outside the acetabulum. From the data collected, the problem occurred is highly likely due to a surgical mistake or a wrong surgical plan and not device related.